Event description:
It was reported to boston scientific corp that an injection gold probe hemostasis catheter was to be used during an esophagogastroduodenoscopy on a male pt. According to the complainant, the device would not cauterize. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to "fine".

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.